Event description:
Complainant alleged that while attempting to monitor a patient during transport, the device's display would intermittently display a red dot that would expand over the whole screen making the display not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.